Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx21mm was explanted from the aortic position after an implant duration of 4 months and 26 days for unknown reason. A valve model 3300tfx23mm was implanted in replacement. This case involved a patient who was (B)(6) years old at the time of implant. No other information was provided.

Manufacturer narrative:
Updated: b4, b5, b7, f10, g4, h10. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx21mm was explanted from the aortic position after an implant duration of 4 months and 26 days due to endocarditis. Reportedly, the patient was admitted with heart failure, aortic root abscess and valve dehiscence leading to severe paravalvular leak. On inspection of the heart there was an aorto-ventricular dehiscence with the aortic valve having come off the annulus for about a third of the circumference. There was a large abscess cavity of about 1.5cm diameter orifice and about at least 2-3cm depth, at the area of the left coronary cusp. There was no clear, macroscopic evidence of endocarditis on the aortic valve prosthesis or into the area and the abscess area. Reportedly, the microbiology of the valve was negative, although the patient was on antibiotics for quite a few days/weeks prior to the operation. The aortic valve prosthesis had good motion of the bioprosthetic leaflets and there was no transvalvular aortic regurgitation.this was the third intervention for aortic valve replacement in this patient. Left ventricular outflow tract reconstruction using bovine pericardium and removal of the old ppm and implantation of a new one were performed concomitantly during this third intervention. As reported, this patient had history of previous endocarditis caused by staphylococcus aureus. A valve model 3300tfx23mm was implanted in replacement. Unfortunately the patient died on pod+4 due to multiorgan failure.